Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. The reporter stated that the burr device did not fit into the drill, the drill turned briefly when power was cycled, and there was still a slight kick when the pedal was depressed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified ear, nose, and throat (ent) surgical procedure, it was observed that the handpiece device experienced wobble when used with a 2mm burr device at a decreased operational speed of 40,000 rotations per minute (rpm). It was further observed that there was not as much wobble when operational speed was increased to 80,000 rpm. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.